Manufacturer narrative:
Handpiece would not work properly. Cable failed earth resistance test and cannot perform the pre temperature test. Disassmebled housing found the seals, motor and bearings corroded due to dried saline. Replaced the seal, bearings and motor/cable. Unit was repaired, cleaned and tested to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation was not performed; the device was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the handpiece is overheating. There were no injuries reported as a result of this event.